Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 20369417 / 20528591, model/catalog description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing burning sensation in the leg. The patient underwent an explant procedure. The physician believed that the burning was not device related.